Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in (B)(6) 2014. During the procedure, the device was not activating properly and the handpiece worked intermittently. Another like device was used to complete the procedure with no adverse patient consequences.